Event description:
Boston scientific received information that the physician had observed under fluoroscopy that this left ventricular (lv) lead had separated in two places. This lv lead exhibited high pacing lead impedance measurement greater than 2,000 ohms and high pacing threshold. This lv lead was partially abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, only severed proximal segment 410mm from the terminal pin was returned. Electro-cautery damage was noted in the insulation in a few places. Blood/body fluid was also noted in the lumen. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
(B)(4). Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.